Event description:
The 3.2 mm drill bit broke in the pt's femur, when drilling the hole for the screws on the sideplate. The physician asst tried/attempted to remove the part still in the femur, but was unable to retrieve it. Dr decided to leave it in and proceeded with the case. The set was borrowed from another hosp. The co rep was in the room at the time of the occurrence.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: other. Conclusion: device unavailable for follow-up investigation examination, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.